Manufacturer narrative:
Lumenis contacted the user facility directly in order to obtain additional information regarding the reported event. The facility refused to answer any questions or provide any additional information at this time. Lumenis could not confirm if this had occurred during a procedure or "before that day's two cases" as cited during the initial report of this event. A lumenis service engineer visited the site one week after the reported event. The engineer arrived at the site and was told that the facility was planning on returning the laser and the engineer could not touch the system. The engineer was told that 'lumenis service was no longer needed and that the site is going to use another vendor for their products and service.' Lumenis was not permitted to evaluate the system; therefore a failure analysis of the complaint device could not be completed, nor could the complaint be confirmed or a cause for the alleged malfunction be determined. A review of the subject device history records (DHR) determined that the subject device was manufactured, tested, and found to have met all lumenis specifications prior to release of sale. The system was manufactured on 26-sep-2018 and installed at the customers site on 21-dec-2018. A review of subject device product risk file ((B)(4)) revealed risk # (B)(4); "system failure" which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within a full risk assessment. Although lumenis acknowledges that a "smoke plastic burning smell" may allegedly have been observed, based on the information made aware to lumenis there is not enough evidence which reasonably suggests that the system failed to meet its performance specifications or otherwise perform as intended. Lumenis has been unable to obtain additional information to date regarding the circumstances surrounding this event, specifically if there was an anesthetized patient involved. Due to a lack of additional information lumenis cannot rule out that it wasn't contributory to an event, and in an abundance of caution lumenis is reporting this event.

Event description:
A user facility reported that during their first use of a lumenis pulse 120 laser, and before that day's two cases, a smell of smoke plastic burning was observed. The laser was rebooted, and fired, and again the smell was observed. No report of injury or patient complications was received. This report is for (alleged) case #2.